Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient presented for routine follow up with complaints of pain near the shoulder. It was noted during testing the right ventricular lead exhibited high impedance. The device was reprogrammed and the patient would be continue to be monitored.